Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. The loop at the end of the suture failed to function at the first stitch. The doctor tied a knot to continue using it. And then the suture was prone to breakage. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4).additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please provide additional details about how this issue (did the loop break or could not be fixated). It was observed that the loop was loose, but not sure if it was broken. What is the procedure name? Unk.a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.